Event description:
Occlusion/pressure occlusion [vascular occlusion]. Rha2 in lips [off label use]. Case narrative: united states report received from a health care professional via company representative on 26-feb-2025, refers to a female patient of unknown age who received rha 2 in the lips (lot # reported as 22501flo, to be clarified) on (B)(6) 2025, for more volume as indication. The patient's medical history was not provided. The patient's concomitant medications included unknown volume of rha redensity used on an unknown date in 2025 (reported as few weeks prior) applied to the lips via needle technique. It was not reported whether a cannula was used for administration. On (B)(6) 2025, during a follow-up visit, the patient requested more volume because she liked the appearance of her lips. The health care professional applied rha 2. An unknown volume of rha 2 was applied to the lips, via needle technique. It was not reported if cannula was used for the administration. The patient was observed on the night of the treatment and on the following day. On (B)(6) 2025, the patient experienced occlusion. The hcp noted pallor and pain in the lower lip due to pressure from the occlusion. On the same day, the patient treatment for the event occlusion included two vials of hylenex (hyaluronidase human injection). After treatment, the tissue became pink. On (B)(6) 2025, during a follow-up visit, pallor was still observed without pain. The hcp assessed the capillary refill, which appeared slightly delayed (reported as a tad bit sluggish but didn¿t look concerning). On the same day, the patient received treatment with half a vial of hylenex (hyaluronidase human injection). On (B)(6) 2025, the patient had another follow-up visit. Concerns about pallor and capillary refill remained, but these were difficult to assess due to bruising from the hylenex (hyaluronidase human injection) treatment. On an unknown date in (B)(6) 2025, an ultrasound was performed, confirming that blood flow had been restored. No further treatment with hylenex (hyaluronidase human injection) was given. At the time of report, the outcome of the event occlusion was resolving. The intensity of the event was not reported. It was unknown if the product rha 2 was available for return. Health effect ¿ health code: e2328, obstruction/occlusion. Health effect ¿ device code: a2304, off label use. This case is linked with case mcn# (B)(4) (same patient). No additional information was available at the time of this report. Company comment: a causal relationship between the rha2 and reported suspected vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Occlusion/pressure occlusion [vascular occlusion] rha2 in lips [off label use]. Case narrative: united states report received from a health care professional via company representative on (B)(6)2025, refers to a female patient of unknown age who received rha 2 in the lips (lot # reported as 22501flo, to be clarified) on (B)(6)2025, for more volume as indication. The patient's medical history was not provided. The patient's concomitant medications included unknown volume of rha redensity used on an unknown date in 2025 (reported as few weeks prior) applied to the lips via needle technique. It was not reported whether a cannula was used for administration. On (B)(6)2025, during a follow-up visit, the patient requested more volume because she liked the appearance of her lips. The health care professional applied rha 2. An unknown volume of rha 2 was applied to the lips, via needle technique. It was not reported if cannula was used for the administration. The patient was observed on the night of the treatment and on the following day. On (B)(6)2025, the patient experienced occlusion. The hcp noted pallor and pain in the lower lip due to pressure from the occlusion. On the same day, the patient treatment for the event occlusion included two vials of hylenex (hyaluronidase human injection). After treatment, the tissue became pink. On (B)(6)2025, during a follow-up visit, pallor was still observed without pain. The hcp assessed the capillary refill, which appeared slightly delayed (reported as a tad bit sluggish but didn¿t look concerning). On the same day, the patient received treatment with half a vial of hylenex (hyaluronidase human injection). On (B)(6)2025, the patient had another follow-up visit. Concerns about pallor and capillary refill remained, but these were difficult to assess due to bruising from the hylenex (hyaluronidase human injection) treatment. On an unknown date in (B)(6) 2025, an ultrasound was performed, confirming that blood flow had been restored. No further treatment with hylenex (hyaluronidase human injection) was given. At the time of report, the outcome of the event occlusion was resolving. The intensity of the event was not reported. It was unknown if the product rha 2 was available for return. Health effect ¿ health code: e2328, obstruction/occlusion health effect ¿ device code: a2304, off label use. This case is linked with case (B)(4) (same patient). Follow up information received from health care professional on (B)(6)2025 included a confirmation that the provider had no additional information to share for this report. Narrative updated accordingly. Company comment: a causal relationship between the rha2 and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.